Manufacturer narrative:
Exact date unknown, event occurred in approximately two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20925947.

Event description:
It was reported that the patients spinal cord stimulator (scs) was explanted for an unknown reason. No further information has been obtained despite good faith efforts.